Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: d10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server was not communicating. A technical support specialist (tss) restarted the data sync service, which resulted in the stations no longer being on critical override. Then checked the event viewer logs but did not find any error or warning messages. The tss examined the data synchronization logs on the server and consulted with a product service engineer (pse) attached a knowledge article titled "multiple devices with download stopped ¿ current subscription cycle stuck" and mentioned that upgrading to es 1.7 to resolve the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.